Event description:
Patient claim breast implant illness, symptoms: rash on temples/head itchy. There isn¿t an official medical diagnosis for breast implant illness.

Manufacturer narrative:
Sientra complaint #: case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.